Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced peritonitis. The cause of peritonitis was unknown. On (B)(6) 2012, the patient was hospitalized for the event. The patient was treated with vancomycin, (dose and frequency not reported) intraperitoneally. At the time of this report, the patient remained hospitalized. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). In (B)(6) 2012, the patient was discharged from the hospital. This peritonitis event was not related to the homechoice machine, disposable parts, or dianeal therapy.

Manufacturer narrative:
(B)(4) this is report 2 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number gd892810 and gd892828. No exceptions were observed that were related to the reported condition.